Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 17-jan-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of device expulsion ("an implant migrated to my uterus") in a 56 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On (B)(6) 2023 she experienced device expulsion (seriousness criteria hospitalisation and intervention required), abdominal pain ("abdominal pain"), back pain ("backache"), heavy menstrual bleeding ("haemorrhagic periods"), fatigue ("fatigue"), migraine ("very intense migraines, chronic migraines"), burnout syndrome ("burnout"), depression ("depression") and anxiety ("anxiety"). Essure was removed on (B)(6) 2024. The patient was hospitalised from (B)(6) 2024 for an unknown duration. The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2024). At the time of the report, the heavy menstrual bleeding, fatigue, migraine, burnout syndrome, depression and anxiety had not resolved. No causality assessment was received for essure with regard to abdominal pain, back pain, heavy menstrual bleeding, fatigue, migraine, device expulsion, burnout syndrome, depression or anxiety. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 62 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 17-jan-2024. The most recent information was received on 02-feb-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of device expulsion ("an implant migrated to my uterus") in a 56 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On 04-jul-2023 she experienced device expulsion (seriousness criteria hospitalisation and intervention required), abdominal pain ("abdominal pain"), back pain ("backache"), heavy menstrual bleeding ("haemorrhagic periods"), fatigue ("fatigue"), migraine ("very intense migraines, chronic migraines"), burnout syndrome ("burnout"), depression ("depression") and anxiety ("anxiety"). Essure was removed on 05-jan-2024. On an unknown date, the patient had essure inserted. The patient was hospitalised from 05-jan-2024 for an unknown duration. The patient was treated with surgery (bilateral salpingectomy on 05-jan-2024). At the time of the report, the heavy menstrual bleeding, fatigue, migraine, burnout syndrome, depression and anxiety had not resolved. No causality assessment was received for essure with regard to abdominal pain, back pain, heavy menstrual bleeding, fatigue, migraine, device expulsion, burnout syndrome, depression or anxiety. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 62 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-feb-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.